Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100850127. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: ((B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Deflation issue is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during implantation of this inflatable penile prosthesis (ipp), intraoperative functional testing (draining, inflation, and deflation) was performed. During testing, the pump valve did not function as intended, resulting in the cylinders not draining properly or completely. The physician removed the device and replaced it with an alternative device during the same procedure. There were no reported patient complications.